Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va024w3, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-33, lot# va024w3, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The manufacturing representative (rep) reported that the patient was depleting the implantable neurostimulator (ins) quickly. A battery check was conducted on (B)(6) 2015 where the healthcare provider (hcp) told the rep the ins showed 6 months left. No trauma or falls were reported. The doctor thought that they could get better lead placement to help with the implantable neurostimulator (ins) longevity. A lead revision and possible replacement was scheduled for (B)(6) 2015. The patient felt the therapy was great. Additional information received on 30-oct-15 reported the procedure was successfully completed on (B)(6) 2015 with a lead revision and battery replacement. No issues were noted during the revision and the patient was feeling stimulation in the correct location. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.